Manufacturer narrative:
This report is being supplemented to provide additional information based on the results of the device evaluation and the legal manufacturer¿s final investigation, and to correct information provided on the initial report. . As reported in the initial report, 8010047-2020-09599, the device was returned to an olympus service center for evaluation and the customer's complaint was confirmed. The issue was found to be caused by a failure of the led unit. The affected components were replaced and the unit was returned to the customer after repair and testing. Based on the legal manufacturer's investigation, the failure of the led unit has been attributed to the contact resistance becoming too large due to a short circuit. The device history record (DHR) was reviewed and there were no problems found during the manufacturing of the device that would cause or contribute to the reported issue. The device met all specifications at the time of shipment.

Manufacturer narrative:
The subject device in this report has not been returned to omsc for evaluation. The exact cause of the reported event could not be conclusively determined at this time. If additional information becomes available, this report will be supplemented.

Event description:
Olympus medical systems corp. (Omsc) was informed from the user that during the unspecified timing, the lamp error e105 occurred. Olympus (B)(4) checked the subject device and found that the reported phenomenon was duplicated and leds blinked during nbi observation mode. There was no report of patient injury associated with the event.